Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer reported receiving a reading of 300 mg/dl on his freestyle freedom lite meter and self-dosing with insulin which resulted in symptoms of hypoglycemia. Paramedics were called and upon arrival obtained a reading of 30 mg/dl on their meter and treated him with intravenous solution and food. There was no report of death or permanent impairment.